Event description:
PICC line insertion was attempted by the radiologist. Report revealed tip of the 018 wire separated and lodged in pt's soft tissue of right axilla. Portable ultrasound was used to locate the wire piece and was extracted by another radiologist.